Event description:
It was reported that the screen of the pump was showing a picture of a computer with an arrow pointing at the pump on the screen. It was stuck and the battery and mains supply have been removed. When switching back on it was still showing the same picture. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion (dso) seal. A review of the event history log revealed error 41541. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to the missing software. The dso seal and optic flex sensor were replaced, and the software was uploaded. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.